Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that pt's hip was operated on for constant dislocation. Pt had a gmrs proximal femoral replacement with a bipolar on it and it was dislocating - removed bipolar component and converted to a total hip.